Event description:
The clinician reports, that the implant was inserted (B)(4)2018 in fdi 46 of the patient's mouth. On (B)(6)2019, non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection. No further patient complications were reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: infection.